Manufacturer narrative:
B5 - lens was exchanged on (B)(6) 2023 with a shorter length lens and problem was resolved. Status of eye reported as "binocular ucva 20/25, all fine, patient is happy." Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm5_13.2 -0.50/6.0/072 (sphere/cylinder/axis) implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2022. The patient experienced excessive vault and significant reduction of iridocorneal angles, lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
(B)(6). Health effect- clinical code 4581: significant reduction of ica. Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).